Manufacturer narrative:
(B)(4) the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of minicaps with povidone-iodine solution were "dry" (lacking iodine). This occurred during an unknown process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event.. No additional information is available.